Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating/ tummy were all puffy"), swelling face ("face were all puffy"), peripheral swelling ("arms were all puffy"), flatulence ("gas") and dyspepsia ("indigestion after meals"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, flatulence and dyspepsia outcome was unknown and the abdominal distension, swelling face and peripheral swelling was resolving. The reporter considered abdominal distension, dyspepsia, flatulence, medical device removal, peripheral swelling and swelling face to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- medical device removal, abdominal distension, swelling face, flatulence, dyspepsia, peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy/removed tubes get every last bit of foreign object out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating/ tummy were all puffy"), swelling face ("face were all puffy"), peripheral swelling ("arms were all puffy"), flatulence ("gas"), dyspepsia ("indigestion after meals"), polymenorrhoea ("period shorten"), musculoskeletal discomfort ("slight lower back discomfort"), paraesthesia ("tingling of hand and arm"), hypoaesthesia ("numbness") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the abdominal distension, swelling face, peripheral swelling, flatulence, dyspepsia, polymenorrhoea, hypoaesthesia and back pain had resolved and the musculoskeletal discomfort and paraesthesia was resolving. The reporter considered abdominal distension, back pain, dyspepsia, flatulence, hypoaesthesia, medical device removal, musculoskeletal discomfort, paraesthesia, peripheral swelling, polymenorrhoea and swelling face to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- medical device removal, abdominal distension, swelling face, flatulence, dyspepsia, peripheral swelling, polymenorrhoea, back discomfort, hypoaesthesia, paraesthesia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media, event "period shorten", "slight lower back discomfort" and "hand/arm tingling" added, reporter added. The outcome of the events "bloating/ tummy were all puffy", "face were all puffy", "arms were all puffy", "gas", "indigestion after meals" and "period shorten" were changed to recovered. On 23-mar-2020: social media content received: reporter added. Event numbness, back pain were added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloating/ tummy were all puffy"), swelling face ("face were all puffy"), peripheral swelling ("arms were all puffy"), flatulence ("gas") and dyspepsia ("indigestion after meals"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, flatulence and dyspepsia outcome was unknown and the abdominal distension, swelling face and peripheral swelling was resolving. The reporter considered abdominal distension, dyspepsia, flatulence, medical device removal, peripheral swelling and swelling face to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- medical device removal, abdominal distension, swelling face, flatulence, dyspepsia, peripheral swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.